Event description:
It was reported that customer had an unspecified cartridge issue. Customer's blood glucose level was 250 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.